Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("heavy periods/menorrhagia"), hypoaesthesia ("numbness in leg"), migraine ("migraines"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (surgery to remove essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, hypoaesthesia, migraine, infection, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, hypoaesthesia, infection, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, dysmenorrhea, and pelvic pain added. Product, patient, and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("blood clots") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding since (B)(6) 2015, pelvic pain since (B)(6) 2015, dysmenorrhea since 5-aug-2015, menorrhagia since (B)(6) 2015, adenomyosis since 5-aug-2015, lower abdominal pain since(B)(6) 2015, cervicitis cystic since (B)(6) 2015, polymenorrhoea since (B)(6) 2015 and menorrhagia since (B)(6) 2015. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("heavy periods/menorrhagia"), hypoaesthesia ("numbness in leg"), migraine ("migraines"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (surgery to remove essure device.). Essure was removed on 6-aug-2015. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, hypoaesthesia, migraine, infection, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, infection, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on 07 aug2015, laparoscopic assisted vaginal hysterectomy procedure was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporter and event dyspareunia (painful sexual intercourse) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("blood clots") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding since (B)(6) 2015, pelvic pain since (B)(6) 2015, dysmenorrhea since (B)(6) 2015, menorrhagia since (B)(6) 2015, adenomyosis since (B)(6) 2015, lower abdominal pain since (B)(6) 2015, cervicitis cystic since (B)(6) 2015, polymenorrhoea since (B)(6) 2015 and menorrhagia since (B)(6) 2015. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy periods/menorrhagia"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("abdominal cramping/ abdominal pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypoaesthesia ("numbness in leg"), infection ("infections") and muscle spasms ("cramping in leg, hands,and ankles"). The patient was treated with surgery (salpingectomy, .hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, hypoaesthesia, infection and vaginal haemorrhage outcome was unknown and the migraine, dysmenorrhoea, dyspareunia, muscle spasms, abdominal pain and headache had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, infection, menorrhagia, migraine, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, laparoscopic assisted vaginal hysterectomy procedure was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-aug-2018: new pfs received- new events added: cramping in legs, hands, and ankles , headaches, abdominal cramping were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), hypoaesthesia ("numbness in leg"), migraine ("migraines") and infection ("infections"). The patient was treated with surgery (surgery to remove essure device.). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, menorrhagia, hypoaesthesia, migraine and infection outcome was unknown. The reporter considered genital haemorrhage, hypoaesthesia, infection, menorrhagia and migraine to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.